Event description:
It was reported that the patient presented with elevated lactate dehydrogenase (ldh). Log file submitted revealed that there were no unusual events seen within the file and the equipment is operating as expected. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted log files for review. 143 pi events were recorded throughout the log file. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient presented with elevated lactate dehydrogenase levels (ldh). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The heartmate ii lvas IFU (rev. C) is currently available. Section 1 of this IFU lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 10jul2015. No further information was provided. The manufacturer is closing the file on this event.